Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that a pace impedance reach more frequent spikes as high as more than 3000 ohms since (B)(6) 2018. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).